Event description:
A 4-hour cisplatin infusion was running with 20 minutes (184 ml) left. The pt. Rang out that her tubing had disconnected. Rn went in to assess, clave intact to port but infusion leaking from primary line. Port tubing clamped and chemo infusion stopped. Post-hydration fluids with new tubing were hung. Upon discarding chemo, rn noted that additional clave was attached to spiros connector; disconnection had occurred between the two claves.